Event description:
Originally the customer called the clinical support team to receive assistance with some alarms the device was providing while attempting to start a procedure. The customer reported that the patient had a 14% hematocrit before performing a therapeutic plasma exchange (tpe) procedure on (B)(6) 2012. The procedure was ended early because of the alarms and patient issues (a code team was involved), per the customer. The patient then received a transfusion of five units of blood, and her hematocrit was 24% before the second attempt of the tpe procedure was started and completed on (B)(6) 2012 (the same day). Upon additional follow-up with the customer, it was determined that the patient had passed away due to her disease state on (B)(6) 2012, per the medical staff. The customer was unable to provide the patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to the reported patient death.

Manufacturer narrative:
(B)(4). Investigation: this patient was in ICU prior to the first tpe procedure being performed. Per the medical staff, the patient death was due to her disease state, not the procedure. Per the initial device run data files, there was no malfunction noted upon review. Investigation, evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was unavailable for return and investigation. The run data file for the first procedure on (B)(6) 2012 was reviewed. The run data file indicates that an air block was likely trapped above the rbc detector for a portion of the procedure and was the likely cause of the alarms received by the operator. There is no risk associated with an air block in the system. The device alarmed as intended. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to this event. The lot met all quality labs and sterilization requirements. A review of the lot for similar reports was carried out, none have been reported. Root cause: based on the data log analysis of the initial procedure, there was an air block in the plasma line, which caused the system to alarm. Based on the information provided by the customer, the patient tolerated the procedure well, but later passed away due to the progression of her disease state.